Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular defibrillation lead exhibited pacing impedances of 2200 ohms and increased thresholds. A revision procedure was performed; the is-1 portion of the lead was abandoned and a new competitor's pace/sense lead was successfully implanted. The shocking portion of the chronic is still functioning. No adverse patient effects were reported.

Manufacturer narrative:
A new right ventricular pace/sense lead was successfully implanted. The shocking portion of the existing lead is still in service; therefore, the lead will not be returned and the clinical observations cannot be confirmed. Should additional information become available, an amended report will be submitted.